Manufacturer narrative:
This report is being submitted to report corrected information. Additional information from the customer reveals that the event does no longer meet the requirements of a reportable event.

Event description:
When installing the abutment, the abutment screw stripped. They removed the abutment destructively. New abutment is already installed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is (B)(6). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown. Additional 510(k) numbers are k013227 and k953101.

Event description:
It was reported that the abutment screw loosened. Tooth location # 36 (fdi).